Event description:
It was reported that the patients ipg had become inoperable. In turn, surgical intervention was undertaken and the ipg was explanted and replaced. Effective therapy was established post-op